Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: 2016-71254

Event description:
An ophthalmic surgeon reported a patient with epithelial ingrowth in the right eye 21 days post lasik. Flap was lifted. Epithelial ingrowth was removed. Patient complained of foreign body sensation. Patient also complained of dry eyes. Upon follow up, haze is reported where epithelial ingrowth was. Patient is using artificial tears to help with dryness.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. No abnormalities that could have contributed to this event were found during review of device history records. The log file review shows no abnormalities that could have contributed to the reported event. There is no indication for a device malfunction. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).